Manufacturer narrative:
New information was received. Device catalog number is d-1318-02, lot number unknown. Patient demographic information: (B)(6).

Manufacturer narrative:
Continue event description: other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): patient tia in dabigatran group. Bleeding complication in dabigatran group. Patients hematomas in the acenocoumarol group. Patient cardiac tamponde in the acenocoumarol group. Patients tia in the acenocoumarol group. Patients bleeding complication in acenocoumarol group. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Concomitant products were used during this study: lasso circular mapping catheter; carto 3 mapping system. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient in the dabigatran group underwent pulmonary vein antral isolation for atrial fibrillation and suffered pseudoaneurysm of the femoral artery which was treated with an ultrasound guided thrombin injection without sequelae. The patient's hospital stay was extended for one day due to this complication. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "low dose dabigatran versus uninterrupted acenocoumarol for peri-procedural anticoagulation in atrial fibrillation catheter ablation." The purpose of this study was to analyze the outcome of uninterrupted anticoagulation with acenocoumarol versus dabigatran with two-dose interruption in patients undergoing left atrial ablation for atrial fibrillation. The study was conducted between june 2013 and september 2014. Suspect device is navistar thermocool ablation catheter, however catalog and lot number are unknown. The awareness date for this complaint is 10/22/2015 because the article was reviewed on 10/22/2015. (Continue)